Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs trial leads. The lot(s) is unknown at this time. It was reported during the patient's trial scs lead pull procedure, the left lead became stuck and only a portion was able to be removed as the rest of it had broken off and remained in the patient. Subsequently, the procedure was abandoned as the physician decided to refer the patient to another surgeon for removal of the remaining portion of the lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received identified the patient underwent a permanent implant procedure on (B)(6) 2016 and the remainder of the lead was left in place as determined prior to the procedure.